Event description:
The customer reported that the system intermittently restarted. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated and the power cable was repaired during the service call. The system was teste and found to be working as intended and put back into service.